Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during an ankle syndesmosis procedure, the suture broke during tightening for the distal fibula fixation. The surgeon attempted to pull the blue suture and the blue/white stripe suture for final fixation, however the sutures would not tighten as intended. Therefore, the surgeon wrapped the blue/white striped suture around the forceps, pulled it harder, and the suture broke. Surgery was completed without the ziptight, as the surgeon considered the ankle to be well-fixed. No additional adverse events are reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.